Event description:
It was reported that the patient presented at the hospital with skin discomfort. The implantable cardiac monitor was explanted. There were no patient consequences.

Manufacturer narrative:
The implantable cardiac monitor was returned for analysis. The interrogation showed normal results and visual screen was acceptable.